Manufacturer narrative:
Patient ID/initials and weight are unknown this report is for unknown quantity of unknown screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Implanted date: unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision due to non-union of the distal femur fracture and the variable angle locking compression (va-lcp) curved condylar plate and screws were broken. The fracture had to be revised with a new plate and screws. It was unknown if there was a surgical delay; the patient outcome is also unknown. This report is for an unknown quantity of unknown screws. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision due to non-union of the distal femur fracture and the variable angle (va) locking compression (lcp) curved condylar plate and screws were broken. The fracture had to be revised with plate and screws. It was unknown if there was a surgical delay and as well as the patient outcome. The patient was implanted with a competitor's plate, original implant date is unknown, surgery was successfully completed.